Manufacturer narrative:
E1: establishment name: (B)(6) hospital. In addition to the finding in b5, the evaluation found that the customer's allegation was confirmed due to the wear of the angle wire; the bending angle in the up direction did not meet the standard value. Also, the evaluation found the following: due to the wear of the angle wire, the play of the up/down knob was out of the standard value. The adhesive on the bending section cover had a chip. The plastic distal end cover had a scratch. The connecting tube had a scratch. The protector of the universal cord on the scope connector side had a scratch. The protector of the universal cord on the control section side had a scratch. The scope connector cover unit had a scratch. The forceps elevator had a scratch. The forceps knob had a scratch. The right/left knob had a scratch. The up/down knob had a scratch. The switch box had a scratch. The scope cover had a scratch. The scope connector had a scratch. Universal cord had a scratch. Grip had a scratch. The control unit had discoloration. The control unit had a scratch. The scope cylinder was shaved. The device was cleaned, disinfected, and sterilized (cds) before it was sent in for repair. The customer did not know what the foreign material was. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle had foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the gastrointestinal videoscope angle down. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.